Event description:
The customer reported that the system would display an intermittent cine disk not available error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced and formatted the cine disk hard drive. The system was tested and found to be working as intended and put back in service.